Manufacturer narrative:
Product ID 3889-28, lot# va053x3, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported it was noticed that the patient had a 'small opening' in the incision site that was leaking 'clear fluid' on (B)(6) 2013. Seven days later, it was stated that there was implantable neurostimulator (ins) exposure. It was unknown how long the device pocket was 'open,' however the healthcare provider stated that the 'site did not look infected.' Ten days later, it was reported that the physician removed the battery, cleaned the site with a 'pulsevac,' and irrigated the site. The physician reportedly placed the device back in the patient, verified impedance measurements, and 'closed up' the incision. It was stated that the battery was originally placed in a transverse fashion, rather than lying flat, which allowed the battery to put undue pressure on the incision, which ultimately allowed for extrusion of the battery. The patient's status is currently unknown, however it was noted she had a follow up appointment the week of (B)(6) 2013. If further information becomes available, a supplemental report will be filed.